Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula for the received pod was found to be bent. During the fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was bent. It could not be conclusively determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) level rose to 26.9 mmol/l (484.2 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, an insulin injection was administered of approximately 12 units. The patient's bg history is as follows: (B)(6) 2020: time: bg (mmol/l): (mg/dl): 9:55 pm, 18.1, 325.8; (B)(6) 2020: time: 1:07 am, bg (mmol/l): 26.9, (mg/dl): 484.2; 7:23 am, 13.1, 235.8; 8:21 am, 12.7, 228.6; 9:33 am, 11.7, 210.6.